Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack in the pump, a foggy screen, battery lasting only 7 days, insulin flow block alarms and found the buttons that are harder to press or worn down. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-1715kl, mmt-431ag. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-342g was requested and customer response was the device will be returned. Mmt-1715kl was requested and customer response was the device will be returned. Mmt-431ag was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. The trace and history files were successfully downloaded using thus. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms during testing. There were not any no delivery (insulin flow blocked) alarms on or close to the event date, 3/6/2025, found in the downloaded pump history and long trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 28.0 received the lowbatteryalert (104) on 02/01/2025 19:09:00 after more than 7 days at 36.89 days. Battery cycle 27.0 received the lowbatteryalert (104) on 12/26/2024 11:32:00 after more than 7 days at 32.28 days. Battery cycle 26.0 received the lowbatteryalert (104) on 11/24/2024 04:50:00 after more than 7 days at 39.02 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, stained keypad overlay, and pillowing keypad overlay. The pump passed all functional testing. The complaint of cracks on the pump is confirmed. The complaint of the buttons are harder to press/worn down is not confirmed. The complaint of insulin flow blocked alarm is not confirmed. The complaint of the screen is foggy (moisture damage) is not confirmed. The complaint of the battery lasting seven (7) days is not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.